Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: inston, n., khawaja, a., tullett, k., & jones, r. (2020). Wavelinq created arteriovenous fistulas versus surgical radiocephalic arteriovenous fistulas? A single-centre observational study. The journal of vascular access, 112972981989716. Doi: 10.1177/1129729819897168.

Event description:
It was reported in an article from the journal of vascular access titled " wavelinq created arteriovenous fistulas versus surgical radiocephalic arteriovenous fistulas? A single-centre observational study " that endovascular arteriovenous fistula (w) data was compared with radiocephalic arteriovenous fistula (rc) data prospectively. Failure in the first year was higher in rc arteriovenous fistulas (avf) than in wavelinq endoavf (42.5% vs 30.5%). Intervention per patient year were calculated with 0.402 in group w and 0.273 in group rc. In w group, failure (abandoned for other access over the study period) was identified in 8 patients, interventions were (angio/venoplasty in 6 patients, stent placement in 1 patient, secondary coiled embolization in 4 patients, transposition/revision in 6 patients, and thrombolysis in 1 patient) required. The status of the patients was not provided.